Event description:
Per the clinic, the patient underwent a scar revision and abutment removal with cover screw placement on (B)(6) 2013. The abutment was replaced in the operating room on (B)(6) 2013. The abutment was again removed on (B)(6) 2013, due to persistent scar formation and discomfort. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.